Event description:
Customer reported unexpected positive reactions with anti-b series 3 on galileo when testing a patient sample.

Manufacturer narrative:
Reflexfwd testing performed with in-house donor samples of various abo/rh types using retention anti-b series 3, lot 203235, on an in-house galileo. No abo discrepancies were observed. The customer did not return sample for investigation testing. It is not possible to rule out the sample as a cause of the event.